Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the part of the IV tubing that is in the chamber had a small slit/hole and when the patient was on an insulin gtt, there was fluid leaking onto the ground. This patient was transferred to the main hospital from our free standing emergency department and the patient's insulin infusion was started there and continued in transfer.